Event description:
Terumo medical received a user facility medwatch report#: (B)(4). The event description states: "following removal of the arterial sheath, an angio-seal device was used in an attempt to seal the femoral iliac artery. According to the interventionalist op report, the angio-seal did not deploy properly, and part of the collagen plug was visualized at the arteriotomy site over the skin. Manual pressure was applied immediately and consultation with a vascular surgeon was administered for evaluation. Following consultation, the patient was brought directly to the or for a right femoral artery expiration and foreign body removal. The device was removed from the subcutaneous tissues without active bleeding noted. No hematoma was observed and there was a strong palpable pulse in the femoral vessel. There was no evidence of persistent arteria l communication with the portion of the angio-seal device. What was the original intended procedure? Left heart catheterization with coronary angiogram and left ventriculogram for progressively worsening symptoms of chest pain."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation results. A user facility medwatch was received and has been attached. A correction to section a3 has been provided, it was inadvertently reported that the patient was a male; however, the patient was reported to be a female. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. - attachment: [uf medwatch report#: (B)(4).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device used on the patient; see MDR no. 3013394970-2019-01035 for the first device used.

Event description:
The user facility reported that the two involved angio-seal devices failed. The patient went to surgery as a result. Additional information was received on 09dec2019. When the first angio-seal device was removed from the packaging it was noted to have an issue. The device never entered the patient. The procedure was a left heart catheterization with coronary angiogram and left ventriculogram. The sheath size used was a terumo 5fr. An angiogram was performed as part of the procedure. Documentation does not reflect a pre-deployment angiogram was performed. The patient's condition was stable. Hemostasis was achieved by manual compression. The patient was transferred to or. Surgical intervention due to the second angio-seal device which did not deploy properly, and part of the collagen plug remained in the subcutaneous tissue requiring surgical intervention. The patient successfully underwent right femoral exploration, foreign body removal. Additional information was received on 16dec2019. The device issue was determined prior to use. The tip of the device was bent. Additional information was received on 17dec2019. A pre-deployment angiogram was not performed.